Event description:
Reporter alleged discrepant blood glucose values of 47 mg/dl back to back with a result of 181 mg/dl when testing was performed 4 minutes apart on the advantage system. Customer stated taking normal medications, food, and performing normal exercise however did not provide the location of the testing. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.